Event description:
This report is to advise an event during an analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead with the connector pin measuring 24.3cm was returned for analysis. External insulation abrasion was noted at 13.2-13.3cm from the connector pin, consistent with lead friction to the ICD can, and at 23.2-23.3cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at these locations.

Manufacturer narrative:
A partial lead with the connector pin measuring 24.3cm was returned for analysis. External insulation abrasion was noted at 13.2-13.3cm from the connector pin, consistent with lead friction to the ICD can, and at 23.2-23.3cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at these locations. The remaining 40.8cm portion of the lead was returned. Internal insulation abrasion was noted at 35.9-36.0cm from the distal tip. The etfe coating was intact at this location.